Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced involuntary leg movement during a scs trial implant procedure. As a result, the procedure was aborted. No adverse effects reported by patient post procedure.